Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated due to the reported event of it being uncertain whether the controller¿s backup battery was completely topped off after an evaluation performed by the customer. However, the system controller (serial number (B)(6) ) was not returned for analysis, and no log files were associated with the reported event. Per additional information, all equipment was stated to be working as intended. Per design, the backup battery will lose power over time and must be recharged every six months when not in use. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿) instructs users that the backup battery in the system controller will lose power over time if the controller is not in use. The backup battery in the controller must be charged at least once every six months in order to maintain its charge. Failure to charge the 11 volt lithium-ion backup battery inside the backup system controller may result in no support during a power-loss emergency when the backup system controller is in use. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when testing the patient's backup controller, the customer was unable to silence the hazard alarm that was initiated following a double power cable disconnect. The backup battery performed as intended and the demo pump continued to work with the alarm. The driveline was removed and an appropriate audible hazard alarm was initiated. This could be silenced by pressing the alarm silence button on the controller as normal. The driveline was reconnected and the demo pump was restarted. This process was repeated on the new controller. The backup battery was not completely charged. Related manufacturer number for the backup controller where the alarm was unable to be silenced: 2916596-2021-02490.